Manufacturer narrative:
Additional information received on jul-17-2009. Assessment after ptc investigation: batch record review without hint to root case; conclusion: no faults detectable.

Event description:
(B)(4). Initial report: this case was reported by a customer and involves a male patient. He had been treated with poly-l-lactic acid (sculptra) several times (nos) from 2001 to 2004 and suffered from granuloma. Single nodules were treated with triamcinolone and fluorouracil, however, only with slight improvement. At present,the patient complains about elongated indurations (location: lateral of naso-labial fold). A treatment of the indurations by a dermatologist is planned in (B)(6).